Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure on (B)(6) 2016 for a right intertrochanteric fracture, the surgeon had difficulty advancing the helical blade. The surgeon was able to insert the guide wire without difficulty and placement was verified. However, when he went to advance the helical blade, it kept butting up against the nail. The surgeon removed and re-placed the guide wire several times before finally being able to successfully insert the helical blade. It was reported that the surgeon felt there was an issue with the buttress nut causing the sleeve to turn and not line up with the nail after compression. There was a ten to twenty (10 to 20) minute delay due to the issue. The remainder of the surgery went as planned and the patient was reported as stable. Concomitant devices: trochanteric fixation nail (part unknown, lot unknown, quantity 1); aiming arm (part 357.365, lot unknown, quantity 1); helical blade coupling screw (part 357.377, lot unknown, quantity 1); guide wire (part unknown, lot unknown, quantity 1); helical blade inserter (part 357.372, lot unknown, quantity 1). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Part 357.371, lot 5519090: release to warehouse date: july 10, 2007. Manufactured by synthes (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was clarified that the surgeon ultimately left the guide wire in the patient due to drilling five to ten (5 to 10) centimeters too far. The surgeon attempted to remove it by utilizing a kocher instrument for approximately two to five (2 to 5) minutes without success. Additional concomitant devices information: aiming arm (part 357.365, lot 5219147, quantity 1), helical blade coupling screw (part 357.377, lot 5691942, quantity 1). This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was performed: the buttress/compression nut (part number 357.371, lot number 5519090) and blade guide sleeve (part number 357.369, lot number 5512256) were returned and reported to have contributed to the misalignment of the helical blade with the trochanteric fixation nail. This complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, and drawing review were performed as part of this investigation. The returned aiming arm (part number 357.365, lot number 5219147) and helical blade coupling screw (part number 357.377, lot number 5691942) were received without allegation or identifiable complaint condition; therefore, an investigation will not be performed for this part. The unknown helical blade and 3.2mm guide wire (part number 357.399) was not returned; therefore, no investigation will be conducted for these parts. The blade guide sleeve and buttress/compression nut are instruments routinely used in the titanium trochanteric fixation nail system. The two devices were returned and reported to have contributed to the misalignment of the helical blade with the trochanteric fixation nail. This condition is unconfirmed; when assembled with sample trochanteric fixation nail (tfn) system parts the devices align with the nail and easily assemble and disassemble. It is likely that pressure from excessive soft tissue, possible user error or misuse, or other or specific conditions which cannot be replicated have led to this complaint condition. The sleeve was manufactured in 7/2007 and is over nine years old. The nut was manufactured 7/2007 and is over nine years old. The balance of each of the returned devices is in fairly good condition with only some wear despite their advanced age. The relevant drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned devices does not agree with the complaint description. The complaint condition for this device cannot be replicated. Upon review of the device history record, no ncrs germane to the complaint condition were generated during the production of this device. All measurements have been performed by calipers. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.